Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The finetuner echo battery was returned to service and repair.

Manufacturer narrative:
Conclusion: during device investigation a failed capacitor was detected which was likely the reason for the return of the device to service _ repair. Also, another component was missing from the circuitry board. Electrical inspection could not be performed because of the observed malfunction.this is a final report.

Event description:
The finetuner echo _ battery was returned to service and repair. The user reported that the finetuner echo stopped responding as soon as any button was pressed, and that the device had fallen. No injury has been reported.